Event description:
At 3:20am the pt used the suspect device to check blood glucose. The pt obtained a result of 143mg/dl. The pt thought the result was too high because the pt felt clammy and sweaty. The pt then passed out. Pt's family member found pt around 6:30am and family memeber used the suspect device to check pt's blood glucose and the result was 23mg/dl. The pt was taken to the hosp and treated with a glucose injection and IV. The pt regained consciousness around 10:30am.